Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: silicone migration, lymphoma-alcl-suspected.

Event description:
Patient representative reported "significantly increased risk of developing cancer, a diagnosis of bia-alcl, emotional distress including fear and anxiety of developing future cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation. Patient was noted to have been diagnosed with bia-alcl on (B)(6) 2021. The type of diagnostic test, and results were not provided. Markers of alk negative and cd30 positive have not been provided. Device has been explanted. It is unknown if the device was discarded, and/or replaced. This record is for the left side.